Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device/essure coil was perforated out through the uterus at the time of entry/perforated coil on the patient's right hand side.') And genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. B30423, b59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, dysfunctional uterine bleeding, hyperuricemia, myalgia and carpal tunnel syndrome. Pt denies discharge. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced depression ("hormonal changes describe: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced tooth fracture ("dental problems: breaking teeth"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hips pain") and complication of device removal ("complications from device removal procedure -yes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, migraine, tooth fracture, dysmenorrhoea, dyspareunia, fatigue, alopecia, abdominal pain lower, back pain and complication of device removal outcome was unknown, the headache and arthralgia was resolving and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth fracture, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had implanted the device in (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records-uterine perforation. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received. Lot number added. Events " depression, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: fibromyalgia, migraines / headaches, uterine perforation, breaking teeth, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hips pain, fatigue, hair loss, lower back pain, complication of device removal,lower abdominal pain" were added. Outcome of events " hip pain and headache were updated as recovering. And pelvic pain was updated as recovered. Lab data and medical history were added. Reporter information and patient aka name were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device/essure coil was perforated out through the uterus at the time of entry/perforated coil on the pateints right hand side.') And genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure (batch no. B30423, b59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, dysfunctional uterine bleeding, hyperuricemia, myalgia and carpal tunnel syndrome. Pt denies discharge. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced depression ("hormonal changes describe: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced tooth fracture ("dental problems: breaking teeth"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hips pain") and complication of device removal ("complications from device removal procedure -yes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 20117. At the time of the report, the uterine perforation, genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, migraine, tooth fracture, dysmenorrhoea, dyspareunia, fatigue, alopecia, abdominal pain lower, back pain and complication of device removal outcome was unknown, the headache and arthralgia was resolving and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth fracture, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had implanted the device in sep 2013 and nov 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-feb-2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records-uterine perforation. Lot number: b30423 manufacture date: 2013-05 expiration date: 2016-05. Lot number: b59462 manufacture date: 2013-08 expiration date: 2016-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.